Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. Essure (ess205) was removed on (B)(6) 2022. The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain female") and ovarian cyst ("right ovarian cyst approximately 6 cm") in a 45 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multigravida and parity 2. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), ovarian cyst (seriousness criterion medically important) and dysmenorrhoea ("heavy painful periods"). The patient was treated with tramadol as well as surgery (essure removal via laparoscopic bilateral salpingectomy and right oophorectomy ). At the time of the report, the outcomes for these events were unknown. The reporter considered dysmenorrhoea, ovarian cyst and pelvic pain to be related to essure (ess205) administration. The reporter commented: essure start date discrepancy (B)(6) 2007 or from (B)(6) 2007. Essure insertion details, date of procedure (B)(6) 2007 (as per mr). Pre and post-operative diagnoses: 1. The patient desires permanent sterilization; 2. Multiparity. Procedure: bilateral essure tubal ligation complications: none indications for procedure: the patient is a 30- year-old multiparous female who no longer desires spontaneous childbearing. Description of procedure: hysteroscope was then followed through the endocervical canal into the endometrial canal. Bimanual examination was performed prior to this revealing a normal sized, slightly retroverted uterus. Upon initial hysteroscopic inspection, the patient had a normal endometrium and a normal endocervical canal I asked for the essure device and the introducer was placed into the working channel of the hysteroscope the essure device was then introduced into the left ostia, which could be easily visualized, until the black marker reached medially external to the ostia at that time, the thumb wheel was rotated back to a hard stop and the black positioning marker was noted to move toward myself at that time, position was confirmed of the essure spirals by visualizing the notch and orange release catheter at the appropriate location at that time, the essure button was depressed and the thumb wheel was further rotated back at that time, ten seconds were counted out and I then rotated the handle counterclockwise until the delivery wire was visualized once the delivery wire was free from the essure device, the introducer was removed from the hysteroscope and appropriate position was appreciated the number of coils was appropriate for satisfactory placement a similar procedure was performed on the contralateral ostia, which was also well visualized without complication, and, again, appropriate coils for placement were also noted at that time, as coil placement was completed and excellent, the procedure was concluded. Diagnostic results (normal ranges are provided in parenthesis if available): [emergency care examination] in 2022: emergency department for acute pelvic pain, and was given a prescription of tramadol, which has been the only to abate her pain. Given new finding of enlarged cyst in the right ovary consistente with new pain on that side. Discussed removal of the cyst. She also has essure devices in place, and given her chronic pelvic pain, recommended removal of those devices. The plan was to proceed with bilateral salpingectomy, right oophorectomy [investigation] on (B)(6) 2022: essure removal details, (B)(6) 2022, procedure: laparoscopic right oophorectomy, bilateral salpingectomy with removal of bilateral essure devices preoperative diagnoses: 1. Right ovarian cyst approximately 6 cm on ultrasound.; 2. Chronic pelvic pain; 3. Essure device, bilaterally. Postoperative diagnosis: chronic pelvic pain specimens: bilateral fallopian tubes, right ovary, and essure devices findings: exam under anesthesia revealed an enlarged uterus with concern for right adnexal cyst, although designation between the uterus and the cyst was not felt easily identifiable. Operative findings an enlarged uterus with an enlarged globular-appearing uterus with a couple of fibroids. Both cornua, especially the right cornua appeared to be enlarged and inflamed. There was an approximately 3 cm cyst on the right ovary. The left ovary appeared normal. There was no evidence of endometriosis. The right ureter was located and noted to be out of the operative field with good peristalsis and no concern for injury during the procedure. Indication and consent: the patient is a 45-year-old p2 female who presents for heavy painful periods. She had an ultrasound performed showed right ovarian cyst approximately 6 cm that was complex with no vascular flow. She recently was seen in the emergency department for acute pelvic pain, and was given a prescription of tramadol, which has been the only to abate her pain. Given new finding of enlarged cyst in the right ovary consistent with new pain on that side. Discussed removal of the cyst. She also has essure devices in place, and given her chronic pelvic pain, recommended removal of those devices. The plan was to proceed with bilateral salpingectomy, right oophorectomy. Description of procedure: the uterus was elevated from the pelvis with uterine manipulator. The right ovary was noted enlarged with the cyst approximately 3 cm and the left ovary was noted to be normal. The uterus appeared specifically enlarged, globular, and possibly consistent with adenomyosis and right cornua was particularly enlarged and inflamed. The right oophorectomy was completed by sealing the ip ligament with enseal device followed by the utero-ovarian ligament. The complete adnexa including fallopian tube was removed using the enseal and the essure device was transected with the enseal. The spring from the essure device was visible and grasped with the maryland and resected from this. The essure device was taken out of the abdomen and sent to pathology for confirmation. The right adnexa was placed in the anterior cul-de-sac to be retrieved later. Next, attention was turned to the left fallopian tube and traced to the fimbriae and it was elevated. An enseal was used to transect the fallopian tube in its entirety and cut across the essure device near the cornua. The essure was grasped at the cornua with a maryland grasper and removed from the uterus. This was taken out of the abdomen. Next, a endocatch bag was inserted into the 12 port and opened and the right adnexa and the left fallopian tube were placed inside the bag. The bag was closed and removed from the abdomen. The patient tolerated the procedure well. The patient was taken to the recovery room in stable condition [ultrasound pelvis] in (B)(6) 2022: showed right ovarian cyst approximately 6 cm that was complex with no vascular flow concerning the injuries reported in this case, the following ones events painful periods, ovarian cyst, pelvic pain female were described in patient medical records. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jul-2023: quality safety evaluation of ptc.amendment: listedness and company causality for non-serious event "heavy painful periods" amended to listed and related. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain female") and ovarian cyst ("right ovarian cyst approximately 6 cm") in a 45 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multigravida and parity 2. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), ovarian cyst (seriousness criterion medically important) and dysmenorrhoea ("heavy painful periods"). The patient was treated with tramadol as well as surgery (essure removal via laparoscopic bilateral salpingectomy and right oophorectomy on and laparoscopic bilateral salpingectomy and right oophorectomy ). At the time of the report, the outcomes for these events were unknown. The reporter considered dysmenorrhoea, ovarian cyst and pelvic pain to be related to essure (ess205) administration. The reporter commented: essure start date discrepancy (B)(6) 2007 or from (B)(6) 2007. Essure insertion details, date of procedure- (B)(6) 2007 (as per mr). Pre and post-operative diagnoses: 1. The patient desires permanent sterilization; 2. Multiparity. Procedure: bilateral essure tubal ligation complications: none indications for procedure: the patient is a 30- year-old multiparous female who no longer desires spontaneous childbearing. Description of procedure: hysteroscope was then followed through the endocervical canal into the endometrial canal. Bimanual examination was performed prior to this revealing a normal sized, slightly retroverted uterus. Upon initial hysteroscopic inspection, the patient had a normal endometrium and a normal endocervical canal I asked for the essure device and the introducer was placed into the working channel of the hysteroscope the essure device was then introduced into the left ostia, which could be easily visualized, until the black marker reached medially external to the ostia at that time, the thumb wheel was rotated back to a hard stop and the black positioning marker was noted to move toward myself at that time, position was confirmed of the essure spirals by visualizing the notch and orange release catheter at the appropriate location at that time, the essure button was depressed and the thumb wheel was further rotated back at that time, ten seconds were counted out and I then rotated the handle counterclockwise until the delivery wire was visualized once the delivery wire was free from the essure device, the introducer was removed from the hysteroscope and appropriate position was appreciated the number of coils was appropriate for satisfactory placement a similar procedure was performed on the contralateral ostia, which was also well visualized without complication, and, again, appropriate coils for placement were also noted at that time, as coil placement was completed and excellent, the procedure was concluded. Diagnostic results (normal ranges are provided in parenthesis if available): [emergency care examination] in 2022: emergency department for acute pelvic pain, and was given a prescription of tramadol, which has been the only to abate her pain. Given new finding of enlarged cyst in the right ovary consistente with new pain on that side. Discussed removal of the cyst. She also has essure devices in place, and given her chronic pelvic pain, recommended removal of those devices. The plan was to proceed with bilateral salpingectomy, right oophorectomy [investigation] on (B)(6) 2022: essure removal details, (B)(6) 2022, procedure: laparoscopic right oophorectomy, bilateral salpingectomy with removal of bilateral essure devices preoperative diagnoses: 1. Right ovarian cyst approximately 6 cm on ultrasound.; 2. Chronic pelvic pain; 3. Essure device, bilaterally. Postoperative diagnosis: chronic pelvic pain specimens: bilateral fallopian tubes, right ovary, and essure devices findings: exam under anesthesia revealed an enlarged uterus with concern for right adnexal cyst, although designation between the uterus and the cyst was not felt easily identifiable. Operative findings an enlarged uterus with an enlarged globular-appearing uterus with a couple of fibroids. Both cornua, especially the right cornua appeared to be enlarged and inflamed. There was an approximately 3 cm cyst on the right ovary. The left ovary appeared normal. There was no evidence of endometriosis. The right ureter was located and noted to be out of the operative field with good peristalsis and no concern for injury during the procedure. Indication and consent: the patient is a 45-year-old p2 female who presents for heavy painful periods. She had an ultrasound performed showed right ovarian cyst approximately 6 cm that was complex with no vascular flow. She recently was seen in the emergency department for acute pelvic pain, and was given a prescription of tramadol, which has been the only to abate her pain. Given new finding of enlarged cyst in the right ovary consistent with new pain on that side. Discussed removal of the cyst. She also has essure devices in place, and given her chronic pelvic pain, recommended removal of those devices. The plan was to proceed with bilateral salpingectomy, right oophorectomy. Description of procedure: the uterus was elevated from the pelvis with uterine manipulator. The right ovary was noted enlarged with the cyst approximately 3 cm and the left ovary was noted to be normal. The uterus appeared specifically enlarged, globular, and possibly consistent with adenomyosis and right cornua was particularly enlarged and inflamed. The right oophorectomy was completed by sealing the ip ligament with enseal device followed by the utero-ovarian ligament. The complete adnexa including fallopian tube was removed using the enseal and the essure device was transected with the enseal. The spring from the essure device was visible and grasped with the maryland and resected from this. The essure device was taken out of the abdomen and sent to pathology for confirmation. The right adnexa was placed in the anterior cul-de-sac to be retrieved later. Next, attention was turned to the left fallopian tube and traced to the fimbriae and it was elevated. An enseal was used to transect the fallopian tube in its entirety and cut across the essure device near the cornua. The essure was grasped at the cornua with a maryland grasper and removed from the uterus. This was taken out of the abdomen. Next, a endocatch bag was inserted into the 12 port and opened and the right adnexa and the left fallopian tube were placed inside the bag. The bag was closed and removed from the abdomen. The patient tolerated the procedure well. The patient was taken to the recovery room in stable condition [ultrasound pelvis] in (B)(6) 2022: showed right ovarian cyst approximately 6 cm that was complex with no vascular flow concerning the injuries reported in this case, the following ones events painful periods, ovarian cyst, pelvic pain female were described in patient medical records. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical records received and the follow information were included, consumer's reporter, other health professional, patient's details, medical hisory, lab data, essure start date updated from (B)(6) 2007 to (B)(6) 2007, previous adverse event medical device removal was updated to pelvic pain female, new event painful periods, ovarian cyst, international medical device regulators forum annex e and f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.